Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient. Tee measurements: laa orifice min dia -20, laa orifice max dia - 32, landing zone min dia -15, landing zone max dia - 22, depth -20. CT measurements: laa orifice min dia -22, laa orifice max dia - 32, landing zone min dia -17, landing zone max dia -21, depth - 16. The left atrial pressure at time of procedure was greater than 12. Post implant by 1-2 hours, the device was noted to have shifted slightly on a chest x-ray with a compression of roman helmet. The transthoracic echocardiogram (tte) was reported to look okay. A 1-week chest x-ray was also reported to have looked okay. The physician alleged that overly compressed in distal lobe/pectinate caused the migration. This device implant ended up slightly deeper than intended, thus the additional compression. It was not recaptured. It appears to have shifted only slightly more proximal, with minimal amount of compression remaining. The disc still looked well positioned at the orifice on the follow-up imaging we were able to view. The laa narrowed significantly beyond the intended landing zone. A 6-week computed tomography (CT) scan will be the next imaging performed. No known complications at this time. The patient status was stable.

Manufacturer narrative:
An event of device migration 1-2 hours post-implant was reported. Also reported that the device appeared to have shifted only slightly more proximal with minimal amount of compression remaining and the disc still looked well positioned at the orifice on the follow-up imaging. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could possibly be related to the implant being deeper than intended causing additional compression. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was implanted in a patient. Tee measurements:laa orifice min dia -20 , laa orifice max dia - 32, landing zone min dia -15, landing zone max dia - 22, depth -20. CT measurements: laa orifice min dia -22, laa orifice max dia - 32, landing zone min dia -17, landing zone max dia -21, depth - 16. The left atrial pressure at time of procedure was greater than 12. Post implant by 1-2 hours, the device was noted to have shifted slightly on a chest x-ray with a compression of roman helmet. The transthoracic echocardiogram (tte) was reported to look okay. A 1-week chest x-ray was also reported to have looked okay. The physician alleged that overly compressed in distal lobe/pectinate caused the migration. This device implant ended up slightly deeper than intended, thus the additional compression. It was not recaptured. It appears to have shifted only slightly more proximal, with minimal amount of compression remaining. The disc still looked well positioned at the orifice on the follow-up imaging we were able to view. The laa narrowed significantly beyond the intended landing zone. A 6-week computed tomography (CT) scan will be the next imaging performed. No known complications at this time. The patient status was stable.